Manufacturer narrative:
Since a lot number was not provided, the device history record review could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for the evaluation. The sample arrived was widely used with a dark color, it was observed that in 1 part of the tube a kind of balloon was inflated, and in that part the tube broke, the other missing part of the tube was not received for analysis. The reported condition was confirmed; however, the condition was not confirmed as originating at the manufacturing site. A walk through of the manufacturing process was performed showing all process and controls were found properly followed. The definitive root cause of the reported issue could not be determined. This complaint will be used for tracking and trending purposes.

Event description:
Per customer, the gastrointestinal (gi) reported that the kf tube have had removed via scope. The tube was inserted on april 10th. It was identified as a problem and the proximal piece removed on april 19th. The distal piece was removed via scope on april 20th. In addition to an unnecessary procedure, the patient also went approximately 24 hours without feeds and missed medications. Additional information was received from the customer and stated that the tube burst into two pieces. The split occurred in the middle of the tube not at the weight or y-port. The weight was still attached. The distal piece refers to the piece of the tube that was remaining in the patient and the weighted tip was attached to this piece. The distal piece was removed via endoscopy procedure. The staff further stated that they think the tubes that are breaking are more pliable than normal and seem to be softer.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.